Manufacturer narrative:
Qc performed within the customer's established ranges on the date of the event. System checks performed on (B)(6) 2011 passed within instrument specifications. Service related information has not been supplied to date. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bec) regarding an erroneously elevated total bhcg (tbhcg) result generated by the access 2 instrument for one patient, above the normal reference range of the assay. Repeat testing of the patient sample produced lower results below the normal reference range that were not questioned by the customer. The bhcg results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.